Event description:
On (B)(6) 2010, pt reported she was admitted to the hospital in (B)(6) 2010 or (B)(6) 2010 for an infection and while she was there, the nurse accidentally dropped the infusion device on the linoleum floor. Pt stated that during the hospital stay, the nurse was also assisting her with changing the cartridge to the infusion device and accidentally did not attach the infusion adapter and infusion tubing to the cartridge prior to priming the infusion set. Pt reported she dried out the infusion device, but is not sure how much insulin spilled into the chamber. Pt stated since these 2 incidents, the infusion device has been depleting batteries very quickly; she changes the battery every 3-4 days. Prior to the incident, pt reported she used to change batteries every 2-3 weeks. Pt stated she changes the battery cover with every 10th battery change. Advised pt to replace the cover with every 4th battery change. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.